Event description:
It was reported that during implant attempt, despite positioning the device in multiple locations, there was oversensing, noise, and poor sensing. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: upon analysis, no anomalies were found.